Event description:
Received info that this left ventricular (lv) lead displayed increased threshold measurements and intermittent capture. Low impedance measurements were also observed less than 200 ohms. The lead was capped and a new lv lead was implanted successfully. There were no adverse pt effects reported.